Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a post-reset ram crc alarm as well as power loss alarm and blank display. The customer¿s blood glucose level 275 mg/dl. Customer stated that display was blank currently. Customer also stated that the display was not blank less than 30 seconds and did not return. Customer stated that the clear the alarm. Troubleshoot was performed. Customer advised to discontinue use of the pump and revert to backup plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or blank display noted during testing. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4).